Manufacturer narrative:
Date of event: (B)(4) 2020. Date of report: 12nov2020.

Event description:
The customer called into technical support (ts) reporting that while performing the annual preventative maintenance (pm) service it was determined that the navigation ring does not work. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
G4:01jan2021. B4:22jan2021. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the front bezel to resolve the reported problem. The device passed performance verification tests per philips standards and was put back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.